Event description:
Ambulance personnel were attempting to treat a pulseless. Apneic pt that had been shocked twice by the first responders. The pt was then hooked up to the ambulance's device and was diagnosed to be asystolic. Low battery led#1 immediately illuminated and the operator switched to another battery. An attempt was made to externally pace the pt. However allegedly the crt blanked momentarily and the unit would not pace. The operator successfully shocked the pt twice and the pt was resuscitated.